Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4) inquired what led up to the complaint. Customer response: cust sts that she got a battery out limit after a blank display. Battery out limit t/s per (B)(4). Expl alarm and possible causes. Customer states the pump alarmed after battery change. Customer reports they were able to clear the alarm. Customer states they did not receive a request to rewind pump. Pump is not alarming at time of call. Customer states the batteries were out of pump greater than duration allowed by the pump. Expl this is normal pump behavior. Adv to monitor pump. Customer's outcome pertaining to the complaint: adv cust to monitor pump initial notes: cust sts that she changed her battery and later had a blank display and battery out limit after display returned. Inquired what led up to the complaint. Customer response: cust had a blank display and battery out limit. Blank display t/s per (B)(4). Explained the possible causes of blank display. Adv to disconnect from the pump. Customer is not calling back after receiving a new battery cap. Inquired if the pump shows signs of physical damage. Found: no. Inquired if the pump has been dropped or bumped. Found: no. Inquired if the pump has been exposed to moisture. Found: no. Battery in the pump meets IFU guidelines. Type of battery in use: alkaline. Customer states the contacts on the battery cap are not missing or damaged. Question - is the battery compartment damaged or corroded? Response: pump came back on before call, changed battery successfully. Question - is the spring damaged or corroded? Response: pump came back on before call, changed battery successfully. Customer has a new battery that meets IFU guidelines to test with the pump. Adv the customer to insert the new battery. Customer states the display returned. Adv battery change resolved issue and we will ship a courtesy battery cap. Customer's outcome pertaining to the complaint: adv cust to monitor pump until rpl cap arrives ship: 1 battery cap/return: nothing.